Event description:
It was reported to boston scientific corporation that a pinnacle anterior apical pelvic floor repair kit was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient suffered pain and disability. According to the physician's office, the device was implanted during a vaginal vault suspension and cystocele, rectocele, and enterocele repair with pinnacle mesh procedure. The patient tolerated the procedure well and was in stable condition at the conclusion. The patient then presented with visible pinnacle mesh vaginally, and underwent a corrective procedure on (B)(6) 2009 with the implanting physician, in order to re-suture the vaginal mucosa over the exposed mesh. During this procedure, it was noted that 0.5 cm x 1.5 cm of the pinnacle mesh was visible anteriorly. The vaginal mucosa was undermined and then closed with interrupted 3-0 vicryl sutures over the exposed mesh. It was also noted that a 1.5 cm wide by 1 cm long area of mesh was visible posteriorly. The mesh in this area was freed up from the vaginal mucosa and then the vaginal mucosa was closed with interrupted 3-0 vicryl sutures. The patient tolerated the procedure well and was in stable condition at the conclusion. All other information is unknown.